Event description:
Surgeon states their was a notch. Looking at CT looks as if their was a defect in bone that could of played a part in this? Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding notching involving a mako tka software was reported. Notching was confirmed through inspection of the provided post-op x-ray however failure of inaccurate resection was not confirmed. Method & results product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: a review of the provided medical information by a clinical consultant indicated: the event description states: 'surgeon states there was a notch .CT looks as if there was a defect in the bone." Undated lat CT cut distal femur with bone resection marked with no gross bone abnormality. Undated lat CT distal femur and patella - no gross abnormality of bone undated video of 6 CT images of knee with templated areas of bone resection for tka with no bone abnormality noted. Undated x-rays 2 lat left knee: uncemented tka - 3 components well seated, anterior notch approx 1.5cm long and 3 mm deep in femoral cortex proximal to anterior flange of femoral component. No clinical or pmh, no patient demographics, no operative report, no dated serial x-rays. The x-rays confirm the presence of the anterior femoral notch post tka with no evidence of a pre-surgical defect in this area. This is most likely a result of surgical technique and is not related to factors of implant design, manufacturing or materials. More information is required for a complete medical report for this case, but the patient is unlikely to suffer as a result of this finding. -product history review: a review of device history records shows that rob980 was inspected on (B)(6) 2019 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n (B)(4), robot number: rob980 shows 0 similar complaints for tka software - inaccurate resection. Conclusions: the presence of an anterior femoral notch was confirmed through inspection of the supplied post-op x-ray however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon states their was a notch. Looking at CT looks as if their was a defect in bone that could of played a part in this? Case type/application: (B)(6).